Event description:
It was reported that the device was not helping the pt's pain. Several reprogramming sessions were attempted, as well as a revision on (B)(6) 2010. The device was eventually explanted on (B)(6) 2011. The pt recovered without sequela.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed no significant anomalies. The ins battery had reduced capacity due to overdischarge. There was no telemetry until a physician mode recharge was performed, after which there was good stable output on the electrode pairs.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.